Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the information entered into the complaint record is unclear. Will the device be returned for analysis: yes. For clarification, was it the 4/40 stud that broke off of the handpiece: unk. The handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh23 device. The nose cone was cracked. The "transducer assembly¿ was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure when the surgeon tried to remove the handpiece from the device, the handpice broke and one part of it stayed in the device. No patient consequences.